Manufacturer narrative:
Based on the investigation, the leak was traced to a third-party extension set not manufactured by ICU medical, rather than the ICU medical product itself. Therefore, the issue is not attributed to ICU medical¿s manufacturing processes. It is recommended that the defect be reported to the manufacturer of the extension set for a complete investigation.

Event description:
It was reported that the staff were called to the patient¿s room when the writer found blood backing up in the line and leaking onto the sheets. The writer paused the heparin and tacrolimus infusions and discovered that the extension piece had come loose at the stopcock. The registered nurse tightened the connection and notified the charge nurse, who decided that the micro-extension piece and stopcock should be replaced, while the rest of the line could be kept. Blood return at the cap was observed and wasted, the line was flushed, and the new tubing was connected. The line infused without any issues for the rest of the night. The person affected was an inpatient, including those under observation. No harm reached the patient, and no monitoring was required. The medication involved was tacrolimus running at 1.23 ml per hour, and it was ordered, dispensed, and administered as prescribe.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.